Event description:
On (B)(6) 2009, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2009, a contra-lateral leg was implanted to resolve the distal type 1 endoleak. And gelweave vascular graft was used to repair the damaged access vessel between the right common femoral artery and superficial femoral artery. On (B)(6) 2012, f/u CT showed aneurysm enlargement (75 mm -> 90 mm). Angiography identified a type 2 endoleak from the lumbar artery originating from the internal iliac artery. The physician is monitoring the pt for a future plan of coil embolization.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Add'l device implanted and involved in this event (B)(4).